Event description:
Ta 60 auto suture used during surgical procedure. When fired, the stapler did not release staple, but did cut tissue. The surgeon reloaded with new suture cartridge, fired, device functioned properly and was used through remainder of procedure. Dates of use: 2009. Diagnosis or reason for use: surgical procedure.